Manufacturer narrative:
Investigation codes: updated. Investigation summary: one used decontaminated sample was received in a plastic bag without its original packaging. Customer is claiming tracheostomy tube cuff leak which was detected during use. Under visual inspection the sample appeared to be in good condition, no water in inflation system was observed. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. Each cuff shall be also tested by customer prior use as per instruction for use. Based on results of testing the reported failure was not observed and the customer's complaint was not confirmed. No root cause could be determined. No trend of similar customer complaints was identified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after intubating a patient with an insufflation tube, the cuff was replaced with another tube after noticing a tear in the cuff. There was no patient harm reported.